Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The interfering factor to the assay antibody/idiotype was very likely the cause of the increased ft3 value. This type of interference is covered in product labeling.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) results on their cobas 8000 e602 module, serial number requested but not provided. The patient's initial ft3 result was 9.19 pg/ml. Information on whether the initial result was reported outside the laboratory was requested but not provided. The customer returned the sample for investigation. The sample was tested on a centaur analyzer and the result was 1.7 pg/ml. There were no deaths associated with the erroneous results. Information on whether the patient was harmed was requested but not provided.

Manufacturer narrative:
The customer returned a patient sample for investigation. An interfering factor to the assay antibody/idiotype was identified.